Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check failed for the right atrial (ra) lead and the atrial capture threshold was not available. In addition, intermittent atrial lead undersensing was noted on the stored electrograms. The right ventricular (rv) lead impedance warnings were triggered as well, however it was noted that these alerts occurred during an ablation. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the at/af therapies were disabled due to atrial lead position check failed. No patient complications have been reported as a result of this event.